Event description:
The customer contacted baxter's service center regarding a system error (se) 2267 (air in set), which occurred on the homechoice (hc) during fill. The home patient (hp) stated the bags were not connected properly so they disconnected the bag and reconnected to the proper line. The technical service representative (tsr) explained to the hp air had entered the setup and they should not disconnect and reconnect bags. The hp then stated they did not disconnect the bag just moved the bag. The tsr had the hp close clamps/transfer set and recycle the power. Then unit alarmed se 2367. The tsr advised the hp would need to start over with new supplies or use manual exchange and notify peritoneal dialysis registered nurse (pdrn) of se 2267. The tsr had the hp recycle the power again to press go to start. Therapy ended. The hp will continue therapy with manual supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report is for a system error 2267, where it was reported that the home patient disconnected and reconnected a bag. Per the baxter homechoice operator's manual, users are warned not to reconnect disconnected solution bags during peritoneal dialysis therapy. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.